Event description:
Patient fell from mts table. The table was used for a surgical procedure without a t-pin. When the patient was being transferred from the operating to the gurney, the head side of the table dropped causing the patient to fall.

Manufacturer narrative:
Per the information obtained from the investigation, no problems with the device were found. The hospital staff failed to ensure that the required number of t-pins were used to fully secure the frame of the table. Without all the required t-pins, the table base was not attached to the table top properly. When the hospital staff attempted to transfer the patient, the table base fell along with the patient as the installation of the table base to the table top was improperly done. Per the hospital, the patient was not injured following the fall. The instructions for use/owner's manual of the device has adequate instructions pertaining to use of t-pins during installation of the table top and subsequent use during surgical procedures along with and applicable warnings regarding the patient harm in case of not using the t-pins properly. This incident is thus deemed as use error as there was a failure to follow manufacturer's instructions and guidelines for safe usage of the device. The hospital staff were educated and re-trained by mizuho osi personnel following the incident.

Event description:
Patient fell from mts table. The table was used for a surgical procedure without a t-pin. When the patient was being transferred from the operating to the gurney, the head side of the table dropped causing the patient to fall.